Event description:
It was reported that the rear left wheel broke off of the rollator. This happened while the customer was sitting on the rollator and moved "an inch" towards his stove. The customer fell and suffered a "cut on his arm". Paramedics helped the customer up.

Manufacturer narrative:
It was reported that the rear left wheel broke off of the rollator. This happened while the customer was sitting on the rollator and moved "an inch" towards his stove. The customer fell and suffered a "cut on his arm". Paramedics helped the customer up. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.